Event description:
It was reported the patient lost stimulation coverage subsequent to a fall. Reportedly the physician determined the leads have migrated. It was reported the physician planned surgical intervention to address the issue at a future date. Note the patient has two leads of the same model and lot number implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.